Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one of the following: kink/breakage of charge coupled device cable in the bending section. Failure of image sensor unit. Defect of internal circuit board at scope connector. The events can be detected by following the instructions for use: "ltf-s190-5 operation manual 3.8 inspection of the endoscopic system.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of "when scope bends to the left image blacks out" was confirmed. Evaluation noted, the image blacks out during angulation or when the bending section is manipulated, this indicated the charge coupled device ( ccd) unit is defective or has been damaged most like from a shock or impact. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported when scope bends to the left image blacks out. The reported issue found during a diagnostic unspecified procedure. No other device connected to the device when the problem was observed. According to the report, the intended procedure was completed with the same equipment. No delay in the procedure was reported. No harm was reported. No patient harm, no user injury reported.